Manufacturer narrative:
The customer evaluated the device.

Event description:
The customer reported to the philips response center (rc) that the device ready for use indicator (rfu) was indicating a red x and the device indicated an equipment malfunction. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.